Event description:
Ventilator started alarming red alarm error message tf: 5507 while in use. Although everything else seem to be functioning well, I decided to switch this ventilator and red tag it to ensure patient safety. This device was brought down by rt staff to rcs biomed department on 09-21-2019 with a red tag that stated "tf 5507 alarm". This is a newly purchased device deployed for patient use about a month ago. Hamilton medical technical support was contacted. Tf 5507 is a technical fault which relates to either a defective air mixer valve or a defective pressure sensor board as per hamilton medical g5 service manual version en. 624093.06 and version en. 624093.07 there was no interruption in ventilation with this error code and the ventilator did not fail to deliver the ordered ventilation. There was no patient harm associated with this incident.